Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (500 mg/dl at its highest). The pump supplies were changed and a bolus via the pump were used to address the bg level. The cause of the high bg was not known; however, the customer had been recovering from a sinus infection and was using steroid medication approximately a week prior. The customer declined tandem technical support's offer to perform a system check.